Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced a high blood glucose level. Customer's mother reported that the blood glucose was over 500 mg/dl. Customer's mother did not want to troubleshoot the high blood glucose level. Customer's mother stated that she experienced two infusion sets falling off her body. Customer's mother stated that she also experienced one glucose sensor falling off of her body. Customer's mother stated that one of her infusion sets falling off was due to her own error. Customer's mother was able to troubleshoot the infusion sets not adhering issue during the call. After troubleshooting the infusion set and replacing it with a new one, customer's mother reported that the high blood glucose level was resolved. The product is expected to be returned.